Manufacturer narrative:
The device was not returned for investigation. The surgeon stated that based on their surgical findings they suspected that the manta toggle had caught on a dissection resulting in the implant being ineffective in achieving hemostasis. Angiograms were obtained by essential medical and reviewed. It was confirmed that there was a dissection distal to the access site and filling defect present. In gaining initial access, it is possible that blood became trapped between arterial layers causing the dissection to open further. The toggle caught the dissection and inhibiting the toggle from laying flush against the artery. This would result in the manta implant being unable to create an optimal seal. The cause of the dissection is inconclusive. Dissections are a common large-bore procedural complication. The device history record (DHR) review confirmed there were no non-conformities identified related to this incident. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design or labeling.

Manufacturer narrative:
The IFU lists vascular complications resulting in bleeding, and stenosis requiring percutaneous interventions such as balloon inflation and surgical repair as possible adverse events. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on a (B)(6) female patient on (B)(6) 2019. It was reported that following deployment of manta there was pulsatile bleeding. An angiogram showed extravasation at the access site. A balloon was advanced from the contralateral side and manual pressure was held for 12 minutes. When balloon was deflated bleeding resumed. A vascular surgeon cut down to the vessel and manually pulled the manta implant into place. Bleeding was stopped and flow was restored, and the surgeon tied the implant in place. Post procedure angiogram showed a circular filling defect. A vascular surgeon cut down to the vessel and removed the manta implant and repaired the vessel with a bovine patch. Flow was restored and the patient was described as doing well after the procedure.